Event description:
It was reported that they were receiving a pump memory error message - invalid pump and catheter data. It was added that the healthcare provider had to adjust dose and was able to work around this message. It was reviewed that the software card in the clinician¿s programmer was outdated and needed to be replaced. No patient event was reported. Drug in the pump was not reported.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)